Manufacturer narrative:
The device instructions for use were reviewed. They were found to be adequate and with no deficiencies. A review of the product lot history records for this lot of devices did not reveal any production nonconformance, anomaly or any other background that would help explain the circumstances for this complaint. The device was discarded by the facility and is not available for evaluation. All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The surgeon was performing vasodilation of schlemm's canal on the patient's left eye. After fully advancing the microcatheter, the surgeon began to retract the microcatheter when it was severed. The severed portion of the microcatheter was retrieved from schlemm's canal using forceps. A small goniotomy (2-2.5 clock hours) was created as the microcatheter was removed. No adverse sequelae was reported associated with this event.